Event description:
Additional information received. It was reported by the funeral home that they do not know the cause of death, the device was explant, but where abouts of the device is unknown. Product return will not be performed. No other relevant information has been received to date.

Event description:
It was noted that the patient passed away from cardiac arrest and acute coronary syndrome. The death was noted to be not related to vns or vns therapy. It was noted that the patient had temporal lobe epilepsy that began at the age of 14 years old. Vns was able to reduce seizure frequency for the patient. Date of death was noted to (B)(6) 2025. It was noted that the patient death was witnessed, patient was swimming and began grabbing their chest and collapsed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away. The cause was not provided. No other relevant information has been received to date.